Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the shaved forceps channel port was caused by endo therapy accessories or metal part of cleaning brush which touched the biopsy channel port when the user inserted/withdrew those products. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the bronchofiberscope had low angulation. The issue was found reprocessing. There were no reports harm associated with the event. Inspection and testing of the returned device found that the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) medical & (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in the up/down direction did not meet standard value due to wear of the angle wire. It was also noted that there was a dent on the connecting tube and the mouth guard piece unit was shaved off. The image guide bundle had significant breakages and there was collapse/buckling/depression/scratch/cut/wrinkles of the insertion section the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.